Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation or if additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition by the baxter product analysis lab (pal). The device passed the homechoice rite (return instrument test and evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection of the device. A review of the device logs revealed no anomalies and no drain or ultrafiltration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient death. No issues were identified during review of the device history record.

Event description:
A customer contacted baxter's technical service center to report a patient death. The hp was reportedly not connected to the device at the time of death. Follow-up information global pharmacovigilance indicates: this is a spontaneous report of death in a male patient (born in (B)(6)) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient expired. The cause of death was not reported. During a follow-up call, the nurse declined to provide further information but provided a causality for the death. The nurse reported the fatal event was unrelated to dianeal therapy. It was not reported whether an autopsy was performed.